Event description:
It was reported that the patient experienced an altered mental status. A CT scan had been conducted, and the hcp wanted to conduct an MRI as they suspected the patient had a stroke. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown accessory model 37752 serial# (B)(4) programmer model 37743 serial# (B)(4).

Event description:
Additional information reported indicated that the patient met with their health care provider on (B)(6)-2011 and they were doing fine. Additional information had been requested, but was not available as of the date of this report.